Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle appeared to be a seed like object but otherwise could not be identified. The root cause of the issue could not be determined, as there was no device deformation observed that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope did not insufflate. The event occurred during preparation for use for an unknown procedure. There is no report of patient or user harm associated with the event. Subsequently the device was reprocessed by the customer according to the user manual and returned to olympus. An evaluation of the returned device revealed, the nozzle was clogged with foreign material which resembled a seed. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation was confirmed. Additionally, the following events were also identified and are as follows: (a.)the grip was shaved (b.) Suction cylinder had discoloration, (c.) The forceps channel port had a dent, (d.) The flexibility adjustment ring was damaged (e.) The switch box had a dent, (f.) Due to deformation of nozzle, water supply volume does not meet the standard value, (g.) Due to wear of angle wire, bending angle in upward direction does not meet the standard value (h.) The plastic distal end cover had a chip and (I.) The connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.